Event description:
On (B)(6) 2026, senseonics was made aware of a user's hypoglycemic event. The user reported a blood glucose value of 53 mg/dl measured via fingerstick. At the time of the event, no sensor glucose (sg) readings or alerts were available because the system was in an initialization state due to.

Manufacturer narrative:
Although the user had low glucose alert settings configured, no alert was triggered because sg data was unavailable. The user did not seek medical treatment and successfully managed the event independently. Their healthcare provider was not informed, though the user was advised to follow up. Device and system data were reviewed and confirmed in the data management system, showing the issue was related to expired calibration rather than system malfunction, and the user is currently operating the system with up-to-date information. No further investigation was required.